Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The technical assistance center (tac) assisted the customer with troubleshooting over the phone. The customer had a socket cleaning kit and cleaned the socket. Tac suggested disconnecting and reseating the light source cables and swapping the device with a known working device to narrow down the issue. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lightsource experienced scope communication errors, error code b30. There were no reports of patient harm.